Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years, 10 months post successful tavr with a 29mm sapien xt valve work up was performed for a planned viv to treat the valve. The most recent echo indicates moderate thickening of the aortic valve leaflets, moderate calcification, moderate to severe regurgitation of the aortic valve and no identifiable stenosis of the aortic valve.

Manufacturer narrative:
Corrected h.6 device code and investigation conclusions. Added h.6 type of investigation and investigation findings. The valve remains implanted and was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required. Imagery was provided and calcification was observed on all three of the valve leaflets. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required.

Manufacturer narrative:
Added additional information to b.5. Investigation is ongoing.

Event description:
Additional information was received. During the attempted valve in valve case the patient was draped for the procedure. Discussion took place around the tee measurements for this valve in valve procedure and the patient anatomy. Instead of implanting a 29mm sapien 3 valve within the 29mm sapien xt valve the team decided to go with a smaller valve, a 26mm sapien 3 ultra valve. The 26 kit was opened and the patient became unstable. The patient was very sick with heart failure and was already on two drips. At that time, the team was unable to get flash back on the pre-close and as they were trying to move quickly due to patient stability, the valve was prepped. The physicians decided to cancel the case before going further, stabilize the patient in the ICU with a tune up, and then try again. Two days later the patient successfully received a 26mm sapien 3 valve in a valve in valve procedure via carotid access approach.